Event description:
It was found during a baxter evaluation that a pump turns on and off without user input. It was also reported that there was no pt incident.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.